Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no conclusion to the root cause can be made based on the information provided and the product not being returned for analysis. Long-term impact is that at the current cup position the pt will be likely to experience dislocations. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that after thr surgery, x-ray film results show that the screw is out of the outer cup. And during surgery, it wasn't found.